Event description:
Adult ed- email sent to ed pi: "it is very hard to advance the catheter. The catheter itself coils up when trying to advance. It is very challenging trying to do an ej (external jugular) now . There is also a lot of blood that comes off the needle when you remove it. I do not like these catheters at all. Thank you for reaching out for feedback."